Event description:
It was reported that during surgery, when the second plate was inserted, it jammed in the roi-c cage, causing the plate to bend. The cage and both plates were removed and replaced to complete the procedure with a short delay, but without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00078.

Manufacturer narrative:
Device evaluation the products were not returned so an evaluation is unable to be performed. The anchoring plate is confirmed to be bent via the provided photos. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgery or patient factors resulting in the anchoring plate binding during insertion. DHR review: the DHR for pn mc1005t was unable to be located for review. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during surgery, when the second plate was inserted, it jammed in the roi-c cage, causing the plate to bend. The cage and both plates were removed and replaced to complete the procedure with a short delay, but without patient impacts. This is report one of two for this event.